Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 360 mg/dl while wearing the pod between 24 and 36 hours. Cannula was pulled out and off the pod, thus, cannula dislodged from the infusion site (arm) and they felt and smelt insulin on the skin. As treatment, patient bolused. Patient had a trace of ketone.

Manufacturer narrative:
No abnormalities or deficiencies were found with the device¿s needle or drive mechanism. Fluid was observed exiting the tip of the soft cannula. No problems were found that would cause high blood glucose levels or leaking during wear. While no issues were found with the needle mechanism assembly, the exact cause of the reported event could not be determined.